Event description:
It was reported that during the shift of nurses at 8:30 on may 29, a black screen was found on the ventilator, and it was impossible to judge whether the ventilator was operating normally. According to the feedback from the department, the ventilator has been stopped using.

Manufacturer narrative:
It was reported that the screen of the device was found to be black. The device was stopped to be used - no patient consequences have reportedly occurred. There was no involvement of draeger sales & service after the reported event - no further information could be obtained. The actual state of the device is unknown. Hence, there was no in-depth evaluation possible the manufacturer concludes the following: the entire device consists of two functional units - a cockpit facilitating display & user interface and a ventilation unit. A display malfunction may restrict the possibility to interact with the device, to change settings or to observe ventilation parameter in detail. Operation of the ventilation unit is not affected by a display malfunction - the ventilation is ongoing and, the user can observe basic ventilation parameter on the secondary display the ventilation unit is equipped with. If the screen is black there room to react and to replace the device when a malfunction of the main display occurs. The over-all field failure rate of the cockpit is inconspicuous as per actual state of knowledge. H3 other text : device not available for investigation.